Event description:
Patient had a 18 gauge bd insyte autoguard catheter placed in her right antecubital space. During injection of test dose for CT scan, IV noted to be leaking, when removing the catheter, it was noted that the catheter tip had been retained in the patients arm. Surgery required to remove the catheter tip.